Manufacturer narrative:
D10: 312-01-41 - resurfacing humeral head 41mm. 312-01-01 - resurfacing cage, 25mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, approximately 1 year and 1 month post the initial left total shoulder arthroplasty, the patient experienced sub-acromial impingement. The patient underwent open sub-acromial decompression and lateral clavicle excision. The outcome is considered to be continuing.